Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-02342, 3005168196-2020-02343, 3005168196-2020-02344.

Event description:
The patient was undergoing a coil embolization procedure in the left posterior communicating artery (pcom) using penumbra smart coils (smart coil), penumbra smart coil detachment handle (handle), and non-penumbra microcatheter. During the procedure, the physician advanced a smart coil into the target vessel and attempted to detach it using a handle; however, the smart coil failed to detach. The handle was removed and saved for later use. The physician made another attempt to detach the smart coil using a new handle, but the smart coil still failed to detach. Therefore, the physician used a hemostat on the back of the pusher assembly to manually detach the smart coil. Next, another smart coil was advanced into the vessel and the physician attempted to detach it using both handles; however, the smart coil failed to detach. The physician attempted to manually detach the smart coil, but the coil still failed to detach. Therefore, both handles and the smart coil were removed. The procedure was completed using a new handle and smart coil. There was no report of an adverse effect to the patient.